Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens was not placed as the plunger of injector slides underneath lens does not move forward.additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).